Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A male pt underwent evar on (B)(6) 2007. One flex main body and two iliac leg grafts were placed. Currently as of (B)(6) 2011, the pt possibly has multiple endoleaks. The pt will be receiving angiograms on (B)(6) 2011. Pt will be undergoing an add'l procedure on (B)(6) 2011. Pt received an angiogram (B)(6) 2011 and there were no noticeable endoleaks visible. There is a possibility of a type ii endoleak around the lumbar; however, the endoleak from the right iliac was debunked through ap imaging and two obliques. The pt has a patent ima and the zenith devices look great with a good seal. The aneurysm overtime had decreased in size from 6 to 5; however, there is a possibility that it has grown to 7. Update received (B)(6) 2011 following add'l procedure: physician elected to open the pt up to repair the sac. When he cut open the sac, he did not clamp the aorta or the iliacs before he cut the aneurysm open. Therefore, blood was running through the graft as he worked on the pt for the whole operation. First, he removed a large amount of clot from the sac. After that he located the ima that was feeding the sac and tied it off with a suture, 3.0 proline. From that point, he looked beneath the graft and found two very prominent lumbers that were oozing blood into the aneurysm. He then ligated both lumbars with suture and closed them off. From that point he decided to fix the right iliac. The right iliac had an iliac leg in place and both the physician and area rep agreed looking into the pt that there as no leak and that the graft had a good seal. The iliac was a good deal larger than the internal and external iliac that continued below where the graft had landed. He decided that because the iliac was aneurismal he was going to fix it while he had the pt open. From that point, he clamped off the zenith graft at the proximal portion of the tfle and then began to cut out or extract the distal (bellbottom) portion of the tfle. He then removed a bare metal stent that was placed in the tfle for support when the graft was first placed in 07. The physician then sutured another MFR's vascular graft to our graft and the pt's vessel. After unclamping the tfle there was no leak and a strong pulse. The physician then closed the pt and found positive pulses in both groins and both legs using a doppler and by feel. At the end of the case, the area rep asked if it was necessary to fix the iliac with the iliac leg graft and he said no that it would have been fine but with the fact that the vessel was aneurismal it was the right thing to do. He then complimented the zenith graft and said they would do a follow scan in a year.